Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displays the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on two weeks prior to contacting lfs. The patient manages her diabetes with insulin (self adjuster). According to the csr¿s documentation, the patient did not take any action in response to the alleged power issue and subsequently a few minutes after the alleged issue occurred, the patient reportedly developed symptoms of sweating and shaking. The patient reportedly consumed food and/or drink as self-treatment soon afterwards. The patient reportedly tested her blood glucose with an arriva accucheck meter, however, the reading and the date/time of reading are not known. At the time of troubleshooting, the csr verified that the subject meter¿s battery was not replaced (per owner¿s booklet recommendation), there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. The csr noted the patient did not have a replacement battery available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/08/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/27/2013 and 10/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.